Event description:
A flexiseal-associated pressure ulcer was noted on last perirectal cleaning. Patient developed an open area in rectal area related to the flexiseal. It was placed due to diarrhea related to cdiff. Flexiseal signal, convatec lot # 15vm566872 ref (B)(4).